Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the surgeon was not able to insert the stem extension into the tibial component. The surgery was completed without the device.

Manufacturer narrative:
This report is being amended to reflect . This report will be amended when our investigation is complete. Returned, not yet evaluated.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual examination identified that there were some scratches on the blasted surface of the stem. Dimensions were found conforming to print specifications where measured. Threads on the stem were found conforming when checked with appropriate gauge. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.